Manufacturer narrative:
(B)(6), clinical observation of phacoemulsification and intraocular lens implantation in the treatment of cataract with uveitis. Journal of minimally invasive medicine 2013/vol 8/no 3. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A literature article reported eight patients with a history of uveitis who developed elevated intraocular pressure (25-42mmhg) following cataract surgery with intraocular lens implant. An osmotic diuretic and beta blocker were given to lower pressure. All pressures were well controlled within a week.